Manufacturer narrative:
Preliminary analysis of the returned unit confirmed premature battery depletion. However, its root cause could not be determined.

Event description:
Reportedly, during the follow-up performed on 28 october 2019, it was impossible to interrogate the subject ICD. No led lights were displayed on the cpr3 and the cpr3h programming heads used when attempting to interrogate the device with the orchestra plus and smarttouch programmers. On the ECG, no paced rhythm was observed. The device was previously programmed in safer 60-125 min-1. The patient was admitted to the hospital. Preliminary analysis revealed that a hardware issue is suspected. Following the recommendations provided on 29 october 2019, the ICD was explanted and should be returned for analysis.

Manufacturer narrative:
Additional analysis was performed. Please refer to the updated analysis report.

Event description:
Reportedly, during the follow-up performed on 28 october 2019, it was impossible to interrogate the subject ICD. No led lights were displayed on the cpr3 and the cpr3h programming heads used when attempting to interrogate the device with the orchestra plus and smarttouch programmers. On the ECG, no paced rhythm was observed. The device was previously programmed in safer 60-125 min-1. The patient was admitted to the hospital. Preliminary analysis revealed that a hardware issue is suspected. Following the recommendations provided on (B)(6) 2019, the ICD was explanted and should be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during the follow-up performed on (B)(6) 2019, it was impossible to interrogate the subject ICD. No led lights were displayed on the cpr3 and the cpr3h programming heads used when attempting to interrogate the device with the orchestra plus and smarttouch programmers. On the ECG, no paced rhythm was observed. The device was previously programmed in safer 60-125 min-1. The patient was admitted to the hospital. Preliminary analysis revealed that a hardware issue is suspected. Following the recommendations provided on (B)(6) 2019, the ICD was explanted and should be returned for analysis.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2019, it was impossible to interrogate the subject ICD. No led lights were displayed on the cpr3 and the cpr3h programming heads used when attempting to interrogate the device with the orchestra plus and smarttouch programmers. On the ECG, no paced rhythm was observed. The device was previously programmed in safer 60-125 min-1. The patient was admitted to the hospital. Preliminary analysis revealed that a hardware issue is suspected. Following the recommendations provided on (B)(6) 2019, the ICD was explanted and should be returned for analysis.